Event description:
The customer reported that following a heart catheterization procedure on may 3, 1999, a size 1 vasoseal vhd collagen plug was deployed in the pt. The pt returned to the hosp for an angioplasty on may 7, 1999. Upon the pt's re-admission to the hosp, an infectious disease consultation was ordered to assess the pt for a possible infection of the groin puncture site. The consulting physician ruled out hematoma, cellulitis, and reaction to vasoseal vhd. No local culture was done and no fever or chills were noted. The puncture site was slightly tender and mild erythema was noted. However, no drainage was noted at the puncture site. IV antibiotics and lotrisone cream were ordered to treat the puncture site. No further complications were reported.